Manufacturer narrative:
(B)(4). Batch #: x9551d. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic hysterectomy, the device became not to energize properly during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2022. D4 batch #: x95346. Investigation summary: the product was returned to for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with thermal damage at the shaft sheath. The instrument was tested for continuity and was found to be conforming. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The damage on the shaft sheath looks like the device makes contact with another hot object. Although no conclusion could be reached on the cause of the thermal damage on the shaft sheath.